Event description:
It was reported that the patient experienced loss of therapeutic effect approximately three weeks prior to the report. The patient's symptoms included: sweating, freezing, acute pain, motor weakness, and respiratory depression. The patient's status was "fair". The patient later reported that the hcp has been able to refill the pump with 20ml. The pump was being replaced in the near future due to missing propellant. No device troubleshooting was reported. Per the manufacturer's device registration system, the pump was replaced in 2008.

Manufacturer narrative:
The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter dated may 2008. (Synchromed ii missing propellant recall, dated may 2008, z# pending).